Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging labeling issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/04/2014). The patient¿s test strips have been returned on 10/6/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have been meant for one country but was sold in another. In addition, a secondary issue was noted where the test strips were found to have shelf life exceeded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.